Event description:
On may 11, 2007, a bsc rep was informed that a pt's heart was perforated during an ablation with a j&j catheter, while the ultra ice imaging catheter was also being used and surgery was required. The pt was discharged and is currently doing well.

Manufacturer narrative:
Device was not returned for eval. During f/u by a bsc sales rep, the physician stated that "the bsc device had nothing to do with this event and believes the perforation was caused by the j&j ablation catheter." We are in agreement with the physician. However, have decided to file a medwatch report as the device was not returned for eval. A review of similar complaints over the past 2 years reveal that this is the first incident of this kind.